Manufacturer narrative:
Correction: this correction MDR is to address missing information in section h6,evaluation codes reported in the initial submission. Method: was left blank and should have been 4114. Results: was left blank and should have been 3233. Additional information: we have subsequently received the investigation results for serial number (B)(6). Device evaluation: no complaint lens was received; therefore, no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of 1 event is as follows: device partially delivered, haptic damaged 1. Serial number of the suspect product: (B)(4). Zero investigations have been completed and 1 investigation is pending from this period. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Site address: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events